Manufacturer narrative:
Product analysis: visual and optical examination identified that the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow. This is consistent with torsional overload. The driver appears to have been heat treated correctly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to spinal instability. Intra-op, the instrument broke during final tightening. The product came in contact with the patient. No injury to the patient was reported.